Manufacturer narrative:
The device information is unknown. The catalog and lot are unknown. The device was reported as an unknown mako 36 +3.5 head. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened. Not returned.

Event description:
A surgeon had performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) approximately one year ago. The patient complained of chronic hip pain. Dr. (B)(6) performed a hip revision surgery on (B)(6) 2015. During the case, the surgeon found part of a plastic suction tip in the patient's hip.

Event description:
A surgeon had performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) approximately one year ago. The patient complained of chronic hip pain. (B)(6) performed a hip revision surgery on (B)(6) 2015. During the case, the surgeon found part of a plastic suction tip in the patient's hip.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The investigation is ongoing, and a supplemental report will be filed when additional information becomes available.